Event description:
The depth gauge hook fell off of the depth gauge so it couldn't be used. The plate holding clamp adjusting mechanism had malfunctioned, so it couldn't be used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that depth gauge 0-25mm was alleged of issue s-11 (breakage during surgery) could be confirmed, since the device was returned for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may be caused by rough handling of the medical device while transportation or due to not following instructions for sterilization. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection was done and the depth gauge was found broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev m 06-2015 instruments IFU ot-IFU-152) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!{¿.] The following process parameters are validated by stryker and recommended for sterilization and/or resterilization: moist heat sterilization according to en iso 17665 method (us): moist-heat sterilization cycle: pre-vacuum (pre-vac) temperature: 270 °f (132 °c) exposure time: 4 minutes dry-time: 30 minutes (minimum, in chamber) cool-time: 60 minutes (minimum, at room temperature) method (outside the us): moist heat sterilization cycle: saturated steam with forced air removal exposure phase: 4 to 18 minutes drying time: 30 minutes (recommended minimum, in chamber) temperature: 132 - 137 °c (270 - 277 °f) note: not for prion inactivation. Note: it is the responsibility of the healthcare establishment to refer to the sterilizer manufacturers' instructions for use for load configurations and sterilization accessories. The cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) was reviewed: ''stryker trauma and extremities typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.'' No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The depth gauge hook fell off of the depth gauge so it couldn't be used. The plate holding clamp adjusting mechanism had malfunctioned so it couldn't be used.